Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the fast stop button switch. The system was tested and found to be working as intended and placed back into service.

Event description:
During the installation of a "relocated" 9800 system it was reported that the up/down movement of the c-arm was not working. It was also noted that fast stop button switch is not closing as it should. There was no report of pt involvement or injury.